Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi. The hardware elective replacement indicator (eri) byte was checked and indicated that the device was not at eri. Due to multiple failed download attempts, further troubleshooting could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.